Manufacturer narrative:
Sensor (B)(4) has been returned and investigated. Visual inspection has been performed and no issues were observed. Extracted data from returned sensor using approved software. Sensor found to be in state 5 (indicating normal termination). The sensor plug was properly seated in the mount. Removed the sensor plug and inspected the plug assembly, no issue was observed. Sensor was reprogrammed and current was applied to perform linearity testing while in the test fixture. All results were within specification. No malfunction or product deficiency was identified. No further investigation is required.

Event description:
A customer reported a high readings issue with the adc freestyle libre. On (B)(6) 2019 a sensor scan reading of 334 mg/dl and 270 mg/dl were received compared to a built-in meter reading of 179 mg/dl and 135 mg/dl. The customer felt a slight symptom of hypoglycemia and subsequently lost consciousness, therefore he could not self-treat. The customer was taken to the hospital where a reading of 50 mg/dl was obtained on an hcp meter and the customer was diagnosed with hypoglycemia. Customer confirmed he did not receive injection but he ¿took a large chocolate bread from the hospital¿s cafeteria" as treatment. No additional information was reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a high readings issue with the adc freestyle libre. On (B)(6) 2019, a sensor scan reading of 334 mg/dl and 270 mg/dl were received compared to a built-in meter reading of 179 mg/dl and 135 mg/dl. The customer felt a slight symptom of hypoglycemia and subsequently lost consciousness, therefore he could not self-treat. The customer was taken to the hospital where a reading of 50 mg/dl was obtained on an hcp meter and the customer was diagnosed with hypoglycemia. Customer confirmed he did not receive injection but he ¿took a large chocolate bread from the hospital¿s cafeteria" as treatment. No additional information was reported. There was no report of death or permanent impairment associated with this event.